Event description:
It was reported that the patient's stimulator did not ease their back pain, therefore they were experiencing ineffective therapy. Adjustments were made but were unsuccessful. Surgical intervention took place where the ss system was explanted to address the issue. Manufacture representative was not present therefore date of event unknown. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000134496. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.